Manufacturer narrative:
A1: patient information: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, not provided. E1: telephone number: requested, not provided. E3: occupation: unknown healthcare provider. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had a normal weight patient, using an 8fr vascular sheath for chronic total occlusion (cto) surgery. After the angiography the physician used an 8f angio-seal to stop the bleeding. However, the angio-seal was found that the anchor could not be released into the blood vessel. When withdrawing the device, the anchor and collagen sponge both were pulled out from the body and hemostasis failed. Finally, hemostasis was achieved by manual compression. There was no harm to the patient. There was no blood loss. The event did not result in patient injury.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A picture of the device was provided depicting the header bag, arteriotomy locator, and carrier tube. The components were shown to be in used condition with visible signs of blood. The carrier tube was also shown to be in forward lock position and with the anchor exposed with no other internal components deployed. The hemostasis sheath was unable to be inspected since the component was not visible on the provided photo. The complaint could be confirmed for a potential assembly issue with the carrier tube and hemostasis sheath. The exact root cause cannot be determined. The likely cause was determined to have been a kinked hemostasis sheath preventing proper insertion of the carrier tube and resulting in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).